Event description:
Dr implanted an accu-lok plate ID#w28641 lot pl-dr7.ol in my left wrist in 2006 to repair a fracture. In 2007 dr had to remove the accu-lok plate from my left wrist because of the abrasiveness of the plate. The rubbing of my tendon across the plate caused it to rupture. Loss of left thumb ensued. When plate was implanted, I was told that there was a chance of rejection, at no time was I informed that plate might or would rupture the tendons in my wrist. I was told the plate could be left in indefinitely.